Event description:
Customer reported the panorama central station's display had a black screen, which may have resulted in loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system and replaced the power supply. System was tested to factory's specifications.